Event description:
Attempted removal of polyp using snare. Loop would not close. Upon withdrawal of snare it was discovered that the wire loop remained in the colon. It was removed as the scope was withdrawn. No apparent injury to the patient.